Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction in block e1 full event site name: (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had internal helium transducer damage.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, e1 event site telephone, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: b5, b6, b7, d10, e1 initial reporter. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the pressure transducer high pressure 500 psig. The fse performed functional and diagnostic tests. The unit passed all performance and safety tests according to the manufacturer's specifications. The iabp was returned to the customer and authorized for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had interface problems between the digital and analog helium indicator. There was no patient involvement.